Event description:
The physician attempted closure of an arteriotomy site with the perclose proglide device following a diagnostic procedure. The suture pulled through while the knot was being cinched, and hemostasis was unsuccessful. No bleeding was noted at the puncture site, a femoral angiogram was performed which indicated a dissection and a clot. The vascular surgeon was unable to stent the dissection, a cut down was performed and the dissection was repaired. The current condition of the patient is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform inspection or device history record review in this case.